Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The pump was set to deliver 96 milliliters however the actual amount delivered was 85 milliliters. It was also noted that there were high pressure alerts in the activity log. No adverse patient effects were reported.